Manufacturer narrative:
Additional information: d10, g4, h3 h6 (method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the cracked ail sensor on the right side. A review of the device history record for sn (B)(6) was performed from 7/12/2018 to 9/8/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the rate accuracy test.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed the rate accuracy test.